Event description:
The reporting facility reported high reading results from the 1104l catheter while in use with the licox ip2p. The device was revised twice prior to functioning as expected. After reviewing the directions for use, the device was successfully placed. The licox ip2p functioned as expected, however, were returned with the 1104l catheters for reference. No pt injury occurred as a result of the event.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.